Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent and constant pain/ plaintiff alleges pain/ pelvic pain'), uterine infection ('uterine infection') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included graves' disease and hyperthyroidism. Hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Plaintiff states that after the procedure, in approximately jan2016, she got a rash on her hands. Plaintiff never experienced a rash like that before and the doctor prescribed clobetasol cream to treat the rash. Concurrent conditions included vaginal discharge, vaginal irritation, gastroesophageal reflux disease and uterine bleeding. Family history included breast cancer and ovarian cancer. Concomitant products included naproxen for back pain and headache, ibuprofen for pelvic pain, metronidazole (flagyl) for uterine infection and bacterial vaginosis as well as loratadine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual period") and bacterial vaginosis ("bacterial vaginosis/ bacterial infections/vaginosis"). In january 2016, the patient experienced back pain ("back pain"). In april 2016, the patient experienced uterine infection (seriousness criterion medically significant) and allergy to metals ("bumps on hands (allergic reaction to nickel)") with dermatitis allergic. In may 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2017, the patient experienced headache ("headaches"). In october 2017, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced infection ("infections"), rash pustular ("plaintiff had a rash on her hands with white puss coming out of parts of the rash"), vulvovaginal mycotic infection ("yeast infections"), arthralgia ("hip pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (undergoing an exploratory surgery on (B)(6) 2019). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had not resolved and the uterine infection, genital haemorrhage, abdominal pain lower, infection, dyspareunia, menstrual disorder, abdominal pain, bacterial vaginosis, allergy to metals, back pain, headache, rash pustular, vulvovaginal mycotic infection, arthralgia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bacterial vaginosis, dyspareunia, genital haemorrhage, headache, infection, menstrual disorder, pelvic pain, rash pustular, uterine infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff has talked to doctor about removal and is undergoing an exploratory surgery on 17jan2019 with doctor to determine if a hysterectomy is necessary. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: mild leoimyomatous invasion of the uterus. Small right ovarian cyst. Otherwise within normal limits; on (B)(6) 2017: multiple uterine fibroids present. Nabothian cysts in the uterine cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal bacterial infection, bumps on hands, cramping and bleeding, heavy vaginal bleeding, cramping in the lower abdomen, abdominal pain, pelvic pain. Lot number: b94876 manufacture date: 2013-11-21 expiration date: 2016-11 -30. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection') and pelvic pain ('persistent and constant pain/ plaintiff alleges pain/ pelvic pain') in an adult female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included graves' disease and hyperthyroidism. Hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Plaintiff states that after the procedure, in approximately (B)(6) 2016, she got a rash on her hands. Plaintiff never experienced a rash like that before and the doctor prescribed clobetasol cream to treat the rash. Concurrent conditions included vaginal discharge, vaginal irritation, gastroesophageal reflux disease and uterine bleeding. Family history included breast cancer and ovarian cancer. Concomitant products included naproxen for back pain and headache, ibuprofen for pelvic pain, metronidazole (flagyl) for uterine infection and bacterial vaginosis as well as loratadine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual period") and bacterial vaginosis ("bacterial vaginosis/ bacterial infections/vaginosis"). In (B)(6) 2016, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and allergy to metals ("bumps on hands (allergic reaction to nickel)") with dermatitis allergic. In may 2016, the patient experienced genital haemorrhage ("unusual bleeding") and abdominal pain ("abdominal pain"). In (B)(6) 2017, the patient experienced arthralgia ("hip pain"). In 2017, the patient experienced headache ("headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced infection ("infections"), rash pustular ("plaintiff had a rash on her hands with white puss coming out of parts of the rash"), vulvovaginal mycotic infection ("yeast infections"), vaginal haemorrhage ("vaginal bleeding") and limb mass ("bumps on hands (allergic reaction to nickel)"). The patient was treated with surgery (undergoing an exploratory surgery on (B)(6) 2019). Essure treatment was not changed. At the time of the report, the uterine infection, genital haemorrhage, abdominal pain lower, infection, dyspareunia, menstrual disorder, abdominal pain, bacterial vaginosis, allergy to metals, back pain, headache, rash pustular, vulvovaginal mycotic infection, arthralgia, vaginal haemorrhage and limb mass outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bacterial vaginosis, dyspareunia, genital haemorrhage, headache, infection, limb mass, menstrual disorder, pelvic pain, rash pustular, uterine infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff has talked to doctor about removal and is undergoing an exploratory surgery on (B)(6) 2019 with doctor to determine if a hysterectomy is necessary. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: mild leoimyomatous invasion of the uterus. Small right ovarian cyst. Otherwise within normal limits; on (B)(6) 2017: multiple uterine fibroids present. Nabothian cysts in the uterine cervix.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal bacterial infection, bumps on hands, cramping and bleeding, heavy vaginal bleeding, cramping in the lower abdomen, abdominal pain, pelvic pain. Lot number: b94876 manufacture date: 2013-11-21 expiration date: 2016-11 -30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: pfs: new events: limb mass was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent and constant pain/ plaintiff alleges pain/ pelvic pain'), uterine infection ('uterine infection') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included graves' disease and hyperthyroidism. Hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Plaintiff states that after the procedure, in approximately jan2016, she got a rash on her hands. Plaintiff never experienced a rash like that before and the doctor prescribed clobetasol cream to treat the rash. Concurrent conditions included vaginal discharge, vaginal irritation, gastroesophageal reflux disease and uterine bleeding. Family history included breast cancer and ovarian cancer. Concomitant products included naproxen for back pain and headache, ibuprofen for pelvic pain, metronidazole (flagyl) for uterine infection and bacterial vaginosis as well as loratadine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In march 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual period") and bacterial vaginosis ("bacterial vaginosis/ bacterial infections/vaginosis"). In january 2016, the patient experienced back pain ("back pain"). In april 2016, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and allergy to metals ("bumps on hands (allergic reaction to nickel)") with dermatitis allergic. In may 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2017, the patient experienced headache ("headaches"). In october 2017, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced infection ("infections"), rash pustular ("plaintiff had a rash on her hands with white puss coming out of parts of the rash"), vulvovaginal mycotic infection ("yeast infections"), arthralgia ("hip pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (undergoing an exploratory surgery on (B)(6) 2019. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had not resolved and the uterine infection, genital haemorrhage, abdominal pain lower, infection, dyspareunia, menstrual disorder, abdominal pain, bacterial vaginosis, allergy to metals, back pain, headache, rash pustular, vulvovaginal mycotic infection, arthralgia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bacterial vaginosis, dyspareunia, genital haemorrhage, headache, infection, menstrual disorder, pelvic pain, rash pustular, uterine infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff has talked to doctor about removal and is undergoing an exploratory surgery on (B)(6) 2019 with doctor to determine if a hysterectomy is necessary diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: mild leoimyomatous invasion of the uterus. Small right ovarian cyst. Otherwise within normal limits; on (B)(6) 2017: multiple uterine fibroids present. Nabothian cysts in the uterine cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal bacterial infection, bumps on hands, cramping and bleeding, heavy vaginal bleeding, cramping in the lower abdomen, abdominal pain, pelvic pain lot number: b94876 manufacture date: 2013-11-21 expiration date: 2016-11 -30. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-dec-2019: update of quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent and constant pain/ plaintiff alleges pain/ pelvic pain'), genital haemorrhage ('unusual bleeding') and uterine infection ('uterine infection') in an adult female patient who had essure (batch no. B94876) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included graves' disease and hyperthyroidism. Hysterosalpingogram : essure coils were properly in place and that her fallopian tubes were occluded. Plaintiff states that after the procedure, in approximately (B)(6) 2016, she got a rash on her hands. Plaintiff never experienced a rash like that before and the doctor prescribed clobetasol cream to treat the rash. Concurrent conditions included vaginal discharge, vaginal irritation, gastroesophageal reflux disease and uterine bleeding. Family history included breast cancer and ovarian cancer. Concomitant products included naproxen for back pain and headache, ibuprofen for pelvic pain, metronidazole (flagyl) for uterine infection and bacterial vaginosis as well as loratadine and medroxyprogesterone acetate (depo-provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual (B)(6) 2016, the patient experienced back pain ("back pain"). In (B)(6) 2016, the patient experienced uterine infection (seriousness criterion medically significant) and allergy to metals ("bumps on hands (allergic reaction to nickel)") with skin mass. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). In 2017, the patient experienced headache ("headaches"). In (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced infection ("infections"), rash pustular ("plaintiff had a rash on her hands with white puss coming out of parts of the rash"), vulvovaginal mycotic infection ("yeast infections"), arthralgia ("hip pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (undergoing an exploratory surgery on (B)(6) 2019). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, abdominal pain lower, infection, dyspareunia, menstrual disorder, abdominal pain, bacterial vaginosis, uterine infection, allergy to metals, back pain, headache, rash pustular, vulvovaginal mycotic infection, arthralgia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, bacterial vaginosis, dyspareunia, genital haemorrhage, headache, infection, menstrual disorder, pelvic pain, rash pustular, uterine infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff has talked to doctor about removal and is undergoing an exploratory surgery on (B)(6) 2019 with doctor to determine if a hysterectomy is necessary. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: mild leiomyomatous invasion of the uterus. Small right ovarian cyst. Otherwise within normal limits; on (B)(6) 2017: multiple uterine fibroids present. Nabothian cysts in the uterine cervix. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal bacterial infection, bumps on hands, cramping and bleeding, heavy vaginal bleeding, cramping in the lower abdomen, abdominal pain, pelvic pain most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet and medical records received : case became incident. Lot number added. Reporter information, patient details, product indication updated. Events added - abdominal pain, bacterial vaginosis, uterine infection, allergy to metals, skin mass, back pain, headache, rash pustular, vulvovaginal mycotic infection, arthralgia, vaginal haemorrhage. Event onset dates added. Concomitant products added. Medical history, family history and concomitant conditions added. Lab details added. On 18-nov-2019: no new information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.